Event description:
It was reported that the patient experienced a loss of stimulation or therapeutic effect. It was stated that six poles had high impedances >10000 ohms. Three of the poles measured in the ¿snap lid¿ had impedances >10000 ohms and two of the poles showed black marks. It was unknown what the cause of the black marks was. The lead was explanted and replaced. Reprogramming was also performed. Impedance testing and x-rays were performed. It was noted that the patient had less than 50% therapy relief. The patient was being treated for failed back surgery syndrome (fbss) and leg pain. Additional information indicated the patient had much more effective therapy since the electrode replacement.

Manufacturer narrative:
Analysis of the lead model 977a275, sn unkown found that the #2 connector sleeve was corroded. Balseal impressions were observed on the outer insulation between the #1 and #2 connector sleeves, indicating the lead was not completely inserted into the connector port. Analysis of anchor model 97791 sn unknown found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# unknown, implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 97791, product type accessory. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.